Event description:
This device was implanted on (B)(6) 2009 and was removed on (B)(6) 2016 because the device began alarming due to increased impedance. The physician was unknown at (B)(6) hospital in (B)(6) , canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).